Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR. Promus premier select ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts lifted at the distal section. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent damage occurred and the procedure was not continued. The target lesion was located in the left anterior descending artery. A 32 x 3.00mm promus premier select drug-eluting stent was advanced for treatment but strong resistance at that proximal site was encountered. Re-dilation was performed with a 2.5x15mm balloon which inflated up to 10-16 atmospheres, but the stent could not pass through the lesion. However, it was found that there are some structures in the distal part of the stent that are damaged after withdrawing the stent from the blood vessel. The procedure was not continued, and the patient remained stable.

Event description:
It was reported that stent damage occurred and the procedure was not continued. The target lesion was located in the left anterior descending artery. A 32 x 3.00mm promus premier select drug-eluting stent was advanced for treatment but strong resistance at that proximal site was encountered. Re-dilation was performed with a 2.5x15mm balloon which inflated up to 10-16 atmospheres, but the stent could not pass through the lesion. However, it was found that there are some structures in the distal part of the stent that are damaged after withdrawing the stent from the blood vessel. The procedure was not continued, and the patient remained stable.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.